Event description:
It was reported that during a lap gastrectomy, the tissue pad became unattached. Another device was used to complete the case. There were no adverse consequences to pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.